Event description:
Boston scientific received information that one day post implant of this right ventricular (rv) lead, impedance measurements were greater than 2,500 ohms with loss of capture (loc). The rv lead was confirmed to be dislodged, as a result of strenuous patient movement. An invasive revision procedure was performed. The lead was not repositioned successfully, due to tissue stuck in the helix, causing the helix to be inoperable. The lead was ultimately explanted and replaced. No adverse patient effects were reported during the procedure. Attempts to retrieve the lead were made, however, the cath lab retrieved the lead and it was unknown if the lead was to be returned for reliability analysis.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.